Event description:
During the procedure the occlusion balloon inflated then deflated unexpectedly. The physician inserted the occlusion balloon to occlude the vessel. The physician observed on the floroscope that the occlusion balloon had deflated unexpectedly. The device was removed from the patient. The patient is reported to be fine.